Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a left tubal ligation and left inguinal hernia repair procedure, the device distal top blade broke in use. The nurse reported that the blade had been cleaned and then after removal from the port, the blade was missing. They could not locate it in the patient or on the floor. They may have discarded it in the wiping cloth. No x-ray was taken. Another device was used to complete the procedure. There was no adverse consequence to the pt.